Event description:
During evaluation of a returned homechoice device, a high drain error 118 (night drain #18) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode, indicated an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013, at 09:16:35. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.